Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up. The technical support specialist directed to the hospital it and managed to restore their adt interface. Then the messages started crossing and that resolved the issue, this work was recorded from the case (B)(4). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the new patients were not showing on pyxis. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.